Event description:
The customer made an allegation of a unnecessary c-section as the philips fetal/maternal monitor recorded inaccurate readings for the fetal heart rate (fhr).

Manufacturer narrative:
(B)(4). The customer made an allegation of a unnecessary c-section as the philips fetal/maternal monitor recorded inaccurate readings for the fetal heart rate (fhr). The customer stated that the baby was born in perfect condition. The device has been sent to the philips bench for investigation per the customer request. Based on the info available on (B)(4) 2012, this incident is considered a serious injury as medical intervention was required. Further info has been requested from the customer and philips bench report. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.